Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04663. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - unknown cup, unknown stem, unknown liner. Seol, j. H., park, k. S., & yoon, t. R. (2015). Postoperative complications and cost-effectiveness of simultaneous and staged bilateral total hip arthroplasty using a modified minimally invasive two-incision technique. Hip & pelvis, 27(2), 77. Doi:10.5371/hp.2015.27.2.77.

Event description:
It was reported that two patients experienced deep infection. No revision was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Lima lto ceramic liner and lima lto acetabular sockets used with zimmer ml taper stem and ceramic head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Please refer to the compatibly chart found at www.productcompatibility.zimmer.com however it is unknown if this incompatible combination contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.